Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6 visual examination of the returned product identified the screwdriver shaft is nicked and scratched along the length and proximal junction end from previous use. Hex tip is confirmed to be fractured and fractured piece(s) were not returned for evaluation with the device. No other damage was noted. Device has an approximate field age of 7 years. Measurement within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screwdriver was broken during surgery and could not be used. There was no known impact or consequences to the patient. It was reported that no further information is available.